Manufacturer narrative:
(B)(4) - the clinical investigation of this report concluded that there is no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the abdominal pain, chest pain and fluid overload. At this time without additional information no conclusion can be made that there was any causal relationship between the patient¿s abdominal pain, chest pain and fluid overload and the peritoneal dialysis treatment with fresenius products. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis patient contact called to inquire about cancelling a treatment due to the patient going to the hospital. The patient contact stated that the patient was taken by ambulance to the emergency room (e.r) on (B)(6) 2017 due to abdominal and chest pain. The contact also stated that the patient was treated for fluid overload. The contact reported that the patient was in an induced coma to remove excess fluid from the heart and lungs and was treated with hemodialysis while in the hospital. The contact further stated that the patient did not have any issues performing peritoneal dialysis prior to the hospitalization. Per the patient contact the fluid overload caused damage to the heart and lead to congestive heart failure. It is unknown if there was a prior history of heart disease or congestive heart failure. The contact reported that the patient remained hospitalized until (B)(6) 2017. The patient was transferred back to peritoneal dialysis following discharge from the hospital. The peritoneal dialysis (pd) nurse was unable to confirm any information regarding the patient¿s hospitalization. There was no further information available.